Event description:
As reported by end user hospital, air bubbles were seen in a 12 cc syringe during aspiration. There has been no pt injury or air injection. No samples have been retained by the hospital.